Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not recognize when a set was installed and that the load set alarm failed. The initial reporter stated that the complant was discovered during testing and that no patient had been affected by the complaint. (B)(4).